Event description:
My name is (B)(6) and I am a type 1 diabetic. I need life sustaining medication medical devices to keep me alive. I'm also on (B)(6) and have a fixed income that puts my below the poverty line where I live. I have been using the dexcom g7 cgm (continual glucose monitor) since (B)(6) 2024. Ever since I started using the dexcom g7, only 3 sensors have lasted the full 10 days (not including 1 sensor that accidentally broke when the back of my arm hit something). My family and I have reviewed almost every online training video on insertion and care of these sensors and none of us believe the failures are due to operator error. I do believe the possible reasons mine fail are due to the sensors are not suitable for daily real life use. Every time the sensor fails it is usually within 2 or 3 days after insertion. They start off fine but within a few days they just stop working. A part of this could be the adhesive not holding sensors in place; the needle in the sensor gets pulled or bent while using my arm; and/or the dexcom company chose to use cheap materials for their sensors. Dexcom limits how many sensors they replace to only 3 every 12 months. I can not afford to pay for replacement sensors and (B)(6) just approved me for this dexcom g7 and are unwilling to provide a different cgm this soon. I have gone online only to find plenty of other dexcom users having very similar problems with this companies cgm sensors. I strongly believe these sensors are somehow faulty and are putting diabetic lives at risk. I do think the problem is a combination of cheap materials and software in the sensors. Either way they don't stand up to everyday use on the back of the arm and this is going to cause significant of harm and possible death for diabetics using this device.